Manufacturer narrative:
The analysis was performed on a cobas s201 instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A full investigation into the reagent lot f31699 did not identify any potential reagent contributions to the reported event. The provided data confirmed the customer's allegation of a false reactive hiv result. The initial reactive result for sample ID (B)(6) (CT 32.0) was observed with a flat curve and was later non-reactive upon re-testing. Serology testing for the alleged hiv-reactive sample was negative for hiv. No batch trend was identified for the complaint kit lot f31699. The customer was advised to interpret results in conjunction with serology and historical donor information.

Event description:
The initial reporter alleged a false reactive hiv result while using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas s201 instrument. On (B)(6) 2021, sample ID (B)(6) was reactive for hiv with a cycle threshold (CT) value of 32.0. The same sample was re-tested on (B)(6) 2021 as sample ID (B)(6) in a different pool (pp1), and the result was non-reactive. Serology testing for the alleged hiv-reactive sample was negative for hiv.